Manufacturer narrative:
E1: complainant city: (B)(6). Complainant country: germany name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
The care service noticed contamination prior to use of the product. As per the pharmacist¿s assessment of distribution center (pharmacy), the contamination appeared to be a foreign material like lint or dust particles present on the product surface. As a result, the product was deemed unusable, leading to property damage. It was also reported that the other products within the same packaging were not affected. The photographs depicting the issue had been received from the complainant.